Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on investigation above, the certain cause cannot be concluded now. We suggest following instructions.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (14 count) the cap did not attach properly and the needle pierced the cap. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient needs to be injected with insulin degludec before lunch on june 28th. After the injection, the nurse used the product to replace the injection needle, and found that the needle had pierced the needle cap, and immediately replaced it with another new needle.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (14 count) the cap did not attach properly and the needle pierced the cap. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient needs to be injected with insulin degludec before lunch on (B)(6). After the injection, the nurse used the product to replace the injection needle, and found that the needle had pierced the needle cap, and immediately replaced it with another new needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.